Event description:
I have had essure since 2010 and had problems since day 1 I cramp so bad I can't move, my back and sides hurt my periods are very heavy I'm always tired and in so much pain. I don't feel like doing anything. I have a discharge whitish, no oder. My hair is falling out. Always moody my blotted, bleed with intercourse. My hands go numb, there's more. (B)(4).